Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an attempted lead revision procedure where the physician was unable to enter the epidural space with the needle. Following the procedure, the patient experienced sensory loss with weakness and paralysis. The patient underwent an explant procedure in order for the physician to perform an MRI. The physician feels that the symptoms were caused by the epidural swelling. The patient exhibited significant improvement following the explant procedure and will continue with rehabilitation. Device malfunction was not suspected.

Event description:
A report was received that the patient underwent an attempted lead revision procedure where the physician was unable to enter the epidural space with the needle. Following the procedure, the patient experienced sensory loss with weakness and paralysis. The patient underwent an explant procedure in order for the physician to perform an MRI. The physician feels that the symptoms were caused by the epidural swelling. The patient exhibited significant improvement following the explant procedure and will continue with rehabilitation. Device malfunction was not suspected.

Manufacturer narrative:
Additional information was received that the patient was still rehabbing and recovering well. The physician was unsure if the event was caused by the procedure but confirmed it was not caused by the device.